Event description:
The pt stated that she "had an integra wrist implant that was causing pain for the last two months and a revision of the implant was needed." The precise product ID was not provided. Add'l info was requested to integra and was not received at the time of this report.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.